Manufacturer narrative:
Device powered up properly after the test battery was inserted. No blank display noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Device had a pillowing keypad overlay. No noise rattling anomaly noted when device was shaken. During visual inspection, no loose components noted on the electronic assembly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump not working. Customer's blood glucose level was 93 mg/dl. Customer also stated that they did not see missing segments during the self test and not able to run test and fill cannula because screen was blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.